Manufacturer narrative:
B3: estimated based on publication date of article. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1: (B)(6).

Event description:
Canedo, e., carrillo-suarez, x., fernandez-nofrerias, e., rodriguez-leor, o., fadeuilhe grau, e., santos-pardo, I., trichilo, m., quer, a., & vilalta, v. (2025). Blue toe unmasked: a detour of hydrophilic polymer after tavr. Jacc: cardiovascular interventions, 18(12), 1599-1600. Https://doi.org/10.1016/j.jcin.2025.03.040. It was reported via literature that device fracture and unretrieved device fragment occurred. Procedure summary: a transcatheter aortic valve replacement (tavr) procedure was being performed on a patient with a medical history of hypertension, dyslipidemia, type 2 diabetes, chronic obstructive pulmonary disease, advanced chronic kidney disease on hemodialysis, paroxysmal atrial fibrillation, and chronic ischemic heart disease. Preprocedural echocardiogram revealed moderate left ventricular dysfunction and severe aortic stenosis, whereas coronary angiography demonstrated 2-vessel disease deemed not amendable to percutaneous revascularization prior to tavr. A 26mm non-boston scientific (bsc) balloon expandable valve was selected for use. An ultrasound guided primary right femoral approach was used alongside a secondary left radial access. Severe arterial calcification made advancing the non-bsc valve through the unspecified brand 14-f introducer sheath challenging, prompting a switch from the unspecified brand 14-f introducer sheath to an isleeve introducer sheath. During the attempt to advance the non-bsc valve through the isleeve introducer sheath, the distal portion fractured, with 2 fragments embolizing into the infrarenal abdominal aorta. The non-bsc valve was successfully implanted. Subsequent angiography revealed bleeding from the right iliac artery, which was controlled by covered stent placement via a 7-f left femoral approach, and final imaging showed no further hemorrhage. After a few hours, due to worsening anemia and shock, and abdominal computed tomography (CT) scan demonstrated a large acute hematoma in the right iliac fossa but no active bleeding. The small introducer sheath fragments were not visualized and did not result in any acute arterial occlusion. With fluid resuscitation and additional blood transfusions, the patient's condition stabilized. During hospitalization, the patient developed reticulate, patchy, erythematoviolaceous macules on the right lower extremity. The foot was cold to the touch yet retained intact pedal pulses. The initial working diagnosis was cholesterol embolism, although laboratory work up showed no eosinophilia. Dermatology was consulted and a punch biopsy of the right toe demonstrated intravascular embolic of an amorphous, serpiginous basophilic material within small muscular vessels of the mid-reticular dermis, consistent with hydrophilic polymer from a catheter coating, thereby establishing the diagnosis of cutaneous hydrophilic polymer embolism. The condition was managed conservatively, and at 1-month follow-up, the skin lesions had fully resolved. Patient status: no further patient status was available.